Event description:
As per the study database: the patient suffered from seizures during the index procedure. The patient had no prior history of seizures. The angioguard was deployed. A non-cordis (boston scientific) pta balloon was used to pre-dilate the lesion. During predilation, the patient experienced seizure-like symptoms, i.e. Became unresponsive, but awake (catatonic) and began shaking. The balloon was deflated and the patient recovered fully. Two precise stents were deployed at the target site without complication. The stents were post dilated with the same balloon (boston scientific) and the patient again experienced seizure symptoms, as they did during pre-dilation. Again, the symptoms resolved after the balloon was deflated.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please reference MFR report #'s 9616099-2009-00021and 9616099-2009-00022.